Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer through a manufacturing representative regarding a patient receiving intrathecal fentanyl 3000 mcg. The indications for use were non-malignant pain and chronic low back pain. It was reported that the logs were read, and a motor stall occurred. There were no known environmental, external, or patient factors that may have led or contributed to the issue. The pump was replaced. The issue was resolved. The patient¿s status was ¿alive ¿ no injury.¿ it was noted that this event occurred on (B)(6) 2016.

Manufacturer narrative:
Analysis of the pump identified a gear train anomaly and corrosion and/or wear and/or lubrication regarding the motor. A stall due to shaft bearing was also identified. Evaluation result code and evaluation conclusion code no longer apply.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.